Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from the 200-300's (mg/dl). To address the bg level, the customer delivered multiple, correction boluses. Reportedly, the customer was unsure of the suspected cause of the elevated bg level but believed there was an underlying pump issue. Review of the pump data logs showed that the customer had not received any unintended alarms or malfunctions. As the reported event had occurred in the past, tandem technical support was unable to perform troubleshooting. At the time of the reported event, the customer's bg level was 190 mg/dl.